Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation; the patient's pacing rate of 54bpm was observed. The device was explanted and replaced on (B)(6) 2016. There were no adverse consequences. The patient's condition post procedure was stable.